Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was 550 mg/dl. The customer stated that she had a cortizone shot prior to the event which caused her blood glucose to go high. She was treated with saline and insulin. The customer was wearing the insulin pump at the time of the hospitalization. She also noted that the lenses in her eyes swelled and were sensitive. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.